Event description:
It was reported that there was leakage in the medication bag where the tube is connected during filling procedure. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspection were completed and no issues were noted during manufacture. The retuned samples were visually inspected at twelve to sixteen inches under normal conditions of illumination. No defects were observed. In order to perform a complete root cause analysis of this failure mode, the suspect device was sent to the supplier for further investigation.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08383 is no longer considered reportable, please disregard any MDR reports associated with it.